Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a percutaneous coronary intervention [pci] was performed after inserting impella cp. After the procedure, the patient experienced frequent episodes of ventricular tachycardia (vt) and therefore extracorporeal membrane oxygenation (emco) was inserted. It was later reported that the patient was taken off ECMO, but cardiopulmonary arrest (cpa) occurred and patient expired. The doctor in charge said that the patient had a cardiac rupture and that the impella was not involved, however the timing of the heart rupture seems to be after the impella insertion. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.